Manufacturer narrative:
The manufacturing records for the onxaap-21 sn (B)(6) were and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. An onxaap-21 sn (B)(6) was implanted in a 44-year-old male patient in the aortic position on (B)(6) 2014 which was explanted and replaced with a valved conduit onxaap-23 sn (B)(6) on (B)(6) 2019 (5 years 98 days post-implant}. Patient records were made available. Patient medical records were received, however, the explanted device was not returned, so no direct observations could be made. A diagnosis of endocarditis (infection} of the existing valve conduit prompted the decision to explant and replace. The patient had already had multiple re-do operations. Pathology confirmed the existence of foreign body giant cell reaction and noted that the explanted aap showed no sign of pannus overgrowth and that the valve leaflets moved freely. The patient is doing well post-surgery. This is a case of endocarditis gaining purchase on the aortic prosthesis following recent dental surgery and compromising the patient's cardiac vitality. Endocarditis is a known risk of prosthetic valve replacement as are reoperation and explantation [IFU]. Endocarditis occurs at a historical rate of 1.2 %/pt-yr [iso 5840]. There is no indication that the explanted valve exhibited any deficiency of function. Root cause for the decision to explant is endocarditis most likely introduced by recent dental surgery. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to implant registration cards, onxaap-21 sn (B)(4), implanted (B)(6) 2014 and explanted (B)(6) 2019. The conduit was replaced with onxaap-23 sn (B)(4). This investigation is relegated to onxaap-21, sn (B)(4). Additional information received. According to the surgeon's office, the explant was due to endocarditis as a result of recent dental work. The patient had a few teeth extracted. There¿s possible fibrotic tissue build up on the inner aspect of the conduit. Additionally, tests confirm no pannus identified. There is no alleged deficiency towards the product. Currently the patient is doing well.